Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a damaged recharger antenna cord. An email was sent to repair to replace the damaged cord. The patient mentioned unrelated medical history. This included patient said they has tourette's. Patient said they had a deep brain stimulation surgery a few years ago and has had the therapy on ever since. The patient got an error message 376 and he noticed the therapy was off. Sent email to repair to send replacement recharger antenna. Patient is going to turn his therapy back on later. Patient has charge of 55-75%. Patient mentioned he thinks he had the antenna replaced before in the past.